Event description:
It was reported that during a low anterior resection procedure, after firing, all of the staples fell out of the device and fell around the rectum. The staples were not formed correctly. The pt had to have a colostomy to complete the procedure.